Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
There was a no external power event on (B)(6) 2020 on mobile power unit (mpu). It appeared that the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while the controller was connected to the mpu was confirmed via the submitted log file. The log file contained approximately 21 days of data (11jun2020 ¿ 02jul2020 per timestamp). In the first event of the log file on (B)(6) 2020 at 07:42:10, a no external power alarm was active while the controller was connected to the mpu; both cables appeared to be providing the appropriate voltage. The onset of the no external power alarm was not captured in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Attempts were made to gather more information regarding the reported event. To date, no response has been received and there have been no further issues reported. The root cause for the reported no external power alarm was unable to be conclusively determined through this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.